Manufacturer narrative:
A2: unk. A3: unk. A4: unk. A5: unk. A6: unk. B3: unk. D4: expiration date unk. D6a: unk. D6b: unk. H4: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted an implantable collamer lens. The lens was reported as having a sizing issue and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional data: h6 - work order search: no similar complaint was reported for units within the same lot. Corrected data: b5: the reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -12.00 diopter, into the patients left eye (os) on (B)(6) 2023. The lens was reported as low vaulting. The lens remained implanted. Additional information has been requested but none has been forthcoming. Claim # (B)(4).